Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13419. The pt reported she experienced her stimulation suddenly increasing in intensity when she would lay down on her right side. The pt stated she had her program set to her normal comfortable settings. While laying down, she stated she felt her stimulation turn off and then suddenly come back on with strong intensity. She lowered her settings but she couldn't feel any stimulation when she was laying down. She increased the settings and felt the strong intensity again. The pt stated she normally does not feel stimulation when she is laying on her right side, but could feel it at her ipg site, which is located on the right side. The pt stated the programmer smelled like burning rubber after the event. The pt opted to turn the stimulation off. Follow-up information identified the pt was sent a new programmer. Additional follow-up identified the pt had a couple of non-related surgeries. It was noted the pt was unable to make it to her neurosurgeons office for an appointment due to having bronchitis. The pt is using her stimulation again and still has the same issue, however, when she sleeps on her left side, she gets effective stimulation. Additional follow-up pending.